Manufacturer narrative:
Internal complaint reference (B)(4). H10 h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue. A review of the material specification form found that the strength of the sutures is verified. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the customer provided images shows a used suture cut and or frayed. Per the complaint details, we are currently unable to rule out a procedural variance as a contributing factor to the reported event, which does not represent a device malfunction. Since no other patient complications were reported no further clinical/medical assessment is warranted at this time. Should any additional relevant patient information be provided, this case would be re-assessed. It was determined the device did not contribute to the reported event. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include: (1) excessive force. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during an acl procedure, internal to patient, the ultrabutton suture became frayed, one of the sutures broke due to the frayed material and decreased strength in suture. Surgeon eventually achieved final reduction of implant and it was stable but decided to use an extra fixation staple as precautionary measure. Procedure was completed with non-significant delay. No patient complications were reported.